Event description:
It was reported the device is shooting water when no line is in. No patient injury was reported.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI#: no UDI.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a faded line cord, cracked enclosure, and damaged plate clip, outdated printed circuit board (pcb) and power switch. Functional testing found water came out of the plate clip when no disposable was attached confirming the customer complaint. The micro switch which controls the pump activation is damaged. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).